Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading was as high as 500 mg/dl and then an hour later was 45 mg/dl. The customer treated with juice and brought the blood glucose up to 75 mg/dl and declined to troubleshoot for those issues. The insulin pump was not replaced or returned for analysis.